Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 25-oct-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in 2012. Shortly after undergoing the essure procedure, a hysterosalpingogram test was performed and her coils were properly placed. However, post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, depression, excessive migraine headaches, anxiety, excessive vaginal infections, and memory loss. She never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-dec-2016: quality-safety evaluation received company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe chronic pelvic pain after essure (fallopian tube occlusion insert) insertion. Approximately 4 years later, she underwent a surgery to remove her essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since surgical device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.